Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was torn around the up arrow button. The contrast and down arrow buttons were unresponsive. The up arrow had an intermittent response and the ok button responded properly. Contamination was found under all of the button contacts when the keypad was removed.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.